Manufacturer narrative:
Section b5 was updated. Section h10: the device, used in treatment was not returned for evaluation, all provided information has been reviewed and we have not been able to establish a relationship between the reported event or determine a root cause. A probable root cause may include application and or product failure. No batch/lot number has been provided, therefore a review of the device history has not been possible the complaint history file contains further instances. This investigation is now complete with no further action deemed necessary. Smith + nephew will continue to monitor for any adverse trends relating to this product range. Internal complaint reference number: (B)(4).

Event description:
It was reported that, during burn treatment, an unknown cuticerin dressing was not easily removed, leaving residues stuck to the wound. As this was noticed in a retrospective post market clinical follow up activity, further information is not available.

Event description:
It was reported that, during burn treatment, a combination of an unknown cuticerin dressing and an unknown jelonet dressing was not easily removed, leaving residues stuck to the wound. As this was noticed in a retrospective post market clinical follow up activity, further information is not available.

Manufacturer narrative:
The device, used in treatment, was not returned for evaluation. All provided information has been reviewed and we have not been able to establish a relationship between the device and the reported event or determine a root cause. A probable root cause may include application and or product failure. No batch/lot number has been provided therefore a review of the device history has not been possible. The complaint history file contains further instances. This investigation is now complete with no further action deemed necessary. Smith + nephew will continue to monitor for any adverse trends relating to this product range.